Event description:
It was reported that the programmer exhibited an incorrect longevity estimate because of a battery longevity calculation overestimation. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This report is being submitted for the programmer as a part of the programmer longevity estimator software error field action (FDA recall number: fa-q222-crm1) set of complaints. Should any additional information be obtained, a supplemental report will be issued.

Manufacturer narrative:
The reported event of overestimation was confirmed. Based on the provided information, the incorrect longevity value was due to an error of fuel gauge count (consumption data) reading. The incorrect reading led to the inaccurate longevity estimate.